Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. The sheath was readvanced over the filter and uneventful retrieval followed. Another filter was successfully placed without pt complications. A delivery sys in the released position, a dilator and a sheath with the filter located in the sheath were rec'd, evaluated and retained by this MFR. The engineering eval indicated the sheath was kinked 28.6 centimeters from the distal tip with the filter located distal to the kink. Straight scratches were noted in the carrier capsule extending from the proximal to the distal end. The sheath was cut to examine the filter. Dried foreign matter was noted in the legs near the apex of the filter and in the apex of the filter. No anomolies were noted with the filter. It was indicated continuous flushing of the carrier sys was not performed prior to deployment which may have contributed to this event. It was also indicated the pt's anatomy was tortuous. Co's directions for use state: "the introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinezed saline during the implant procedure...insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introudcer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."